Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was hard to see and turning orange, then went completely blank. The battery had been removed and reinserted more than once and with a new battery; the pump chirped and vibrated, but the display screen remained blank. There was no reported damage to the pump, and no cracks in the casing or on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2014 with the following findings: the pump was booted with sound and vibration. The display screen was observed to be blank. Testing of the keypad buttons and audio bolus button functionality were prohibited due to the blank display screen. The pump cover was removed for further inspection and the display screen was observed to be cracked. The cracked display screen was replaced with a new test screen and functioned normally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.